Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting is pending where in the app will be updated to address the issue. A company representative was able to verify with their programmer that the ipg is not at end of life. No intervention is planned at this moment.